Event description:
Philips received a complaint on the v60 ventilator, indicating that the device had an 1124 (check vent: battery failed) error code. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that they were, at times, seeing a battery fault issue on the screen, and then confirmed the 1124 code. The customer stated that the battery was in use for a couple months before the 1124 error code began to show. In a good faith effort (gfe) response from the customer received on (B)(6) 2023, the customer stated that a replacement battery was ordered and replaced. The replacement battery was confirmed to have resolved the issue, the device was returned to full functionality, and returned to use. The replaced battery was scrapped so it will not be returned to philips for evaluation. The device diagnostic report (drpt) was also not available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.